Event description:
It was reported that shaft break occurred. A 20 x 2.50 promus premier drug-eluting stent was selected for treatment. There was difficulty removing the balloon protector during preparation. The 90% stenosed, 20x2.50mm, de novo and concentric target lesion with a bend of <=45 degrees was located in the moderately tortuous and moderately calcified left anterior descending artery. The 20 x 2.50 promus premier drug-eluting stent was advanced to treat the lesion; however, resistance was felt when the physician tried to cross the lesion several times and the shaft of the catheter broke at about 101 cm from the hub. Snare was used to remove the rest of the device out from the patient's body and the procedure was completed with another of same device. No patient complications were reported and the patient status was stable.

Manufacturer narrative:
(A2) date of birth: 1956 device evaluated by MFR.: promus premier ous mr 20 x 2.50mm stent delivery system (sds) was returned for analysis. A visual examination of the stent found no issues. There was no sign of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set between the proximal and distal marker bands. The crimped stent outer diameter was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed signs of damage. A visual and tactile examination of the hypotube identified no issues. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen identified a break at the site of the wire exchange port.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that shaft break occurred. A 20 x 2.50 promus premier drug-eluting stent was selected for treatment. There was difficulty removing the balloon protector during preparation. The 90% stenosed, 20x2.50mm, de novo and concentric target lesion with a bend of less than equal to 45 degrees was located in the moderately tortuous and moderately calcified left anterior descending artery. The 20 x 2.50 promus premier drug-eluting stent was advanced to treat the lesion; however, resistance was felt when the physician tried to cross the lesion several times and the shaft of the catheter broke at about 101 cm from the hub. Snare was used to remove the rest of the device out from the patient's body and the procedure was completed with another of same device. No patient complications were reported and the patient status was stable.